Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's age not provided. Patient's weight not provided. Last name of reporter not provided. Additional 510(k) numbers are k011028 and k013227. Device evaluation: one tapered screw-vent implant (tsvwh8), mount and packaging were returned for investigation. Visual evaluation of the as returned products/packaging identified previously opened packaging and signs of use (wear and bone residue). Functional testing was conducted. Mount and implant could not disengage. Pre-existing patient conditions, tooth location, x-ray and placement duration are irrelevant to this investigation. Review of appropriate documentation: per the applicable IFU, it is stated: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. DHR review: DHR review for the lot (1224447) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. The DHR was further reviewed to verify anything that could contribute to the reported event but no nonconformance or malfunction was identified. Complaint history review: complaint history review was performed for the reported lot number (1224447) for similar events (complaint category keywords: functional: does not disengage/release) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, device malfunction did occur. However, the reported event/coob could not be verified since the condition of the products/packaging as received by the customer was unknown/nonverifiable.

Event description:
It was reported that the cover screw would not disengage from the implant once removed from the packaging. The procedure was completed using another device. No patient impact or contact was reported. Investigation of the returned product was a mount unable to be disengaged from an implant. No cover screw was returned and due diligence was made to clarify event details. Investigation also shows bone and residue on the implant itself indicating it was placed in patient's mouth.